Event description:
"Clips came shooting out of applier as jen saw in our office. Clips also scissoring. Surgeon had to retrieve loose clips from inside pt. The surgeon uses an unusual technique and twists the jaws of the applier while firing the device as per photos attached."

Manufacturer narrative:
The incident device is currently being evaluated. Upon completion of the eval, a f/u report will be submitted.